Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-8724v-20 serial/batch number unknown was received for investigation. Functional testing was performed and showed the device functions as intended. Visual inspection noted no signs of significant damage on the device. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/17/2025, a sales representative reported via phone that an ar-8916vnl-03 volar distal radius plate and an ar-8724v-20 locking screw failed during a volar distal radius orif procedure on (B)(6) 2025. While inserting the screw into the most distal holes of the plate using an ar-8916tl-011 torque limiter, the screw did not lock into the plate and passed straight through. The plate and screw were removed from the patient, and the case was completed using a replacement ar-8916vnl-03 plate and another low-profile va locking screw. The patient had softer bone, which had been prepared using an elevator. The case was delayed approximately 5¿10 minutes, requiring additional anesthesia. There was no harm to the patient.